Event description:
It was reported that a user experienced pairing failure between the ilet and a dexcom g6 sensor/transmitter after changing supplies, which led to an alert to pair a new transmitter and required placement of a new sensor and transmitter with subsequent pairing guidance. Symptoms included hyperglycemia with a fingerstick value of 339 mg/dl and elevated glucose outside target for approximately 1.5 hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Investigation included customer support troubleshooting and education, including device settings review and reattempted pairing by selecting the appropriate sensor type and entering the sensor code. Investigation of this case revealed a pairing malfunction limited to communication between the ilet and dexcom g6, consistent with a transmitter-sensor pairing or configuration issue rather than a systemic ilet failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error associated with sensor type selection and transmitter pairing workflow.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.